Event description:
Event description guidant received information that after being implanted for less than two years, this pacemaker was explanted and replaced due to premature battery depletion. A new device was then implanted.